Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single patient sample. An initial accu tni result of 3.00 ng/ml was reported out of the lab. The original sample was re-tested and repeated result was 0.01 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered that aspirate probe tubing for probe #1 was routed incorrectly. The fse re-routed the aspirate probe tubing appropriately. The fse found the substrate probe was pinched and it was replaced. The fse performed a preventive maintenance (pm) and cleaned a spill in the incubator track and wash carousel. The fse performed a diagnostic testing with good results. The fse verified the instrument repair per established procedures. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.